Event description:
Additional information noted that fracture was observed on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a right ventricular - rv lead revision procedure. Prior to the procedure, it was noted that the rv lead exhibited noise and high capture threshold. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.